Manufacturer narrative:
Additional information: d10, g3, h2, h3. A complaint history review was completed on 01/04/2021. The electronic complaint system was searched for lot# 100239. There were no other complaints reported for these lot numbers and therefore no similar issues reported. Evaluation of the returned device (sn# (B)(6)) was completed. X-ray evaluation revealed that the cam assembly had been activated two (2) times and no stents were found. The returned device was functionally tested and found to function as intended with the device able to actuate all remaining positions. Additional inspection found the injector¿s splayed trocar broken at the proximal root of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported event. There was damage observed on the insertion tube v-slot, likely caused by contact with the second stent during the second actuation of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Based on the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. Per manufacturing procedure, if any of the frontal components were bent or broken, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per the manufacturing procedure. Visual inspection found surface features of the trocar, suggesting a tensile failure. Witnessed marks on the end of the trocar indicate significant force from the stent. No other non-conformances related to the reported event were found. A review of x-ray images for lot# 100239, revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per the manufacturing procedure. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the actuation of the second stent. MFR# reference: (B)(4)

Manufacturer narrative:
Additional information:: one (1) of the two (2) stents remains implanted, therefore, implant date is indicated. The device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was likely due to patient anatomy and operational context (experience/technique with the device). MFR#: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular micro bypass stent system in the patient¿s eft eye. Reportedly, the broken trocar was observed following a heavy dimple applied by the surgeon due to patient condition and poor intraoperative visualization. The surgeon used forceps to remove the remnant (trocar and stent) intraoperatively. There was no patient injury. Per report, compromised visualization, surgical technique, and patient movement contributed to the reported event. Additional information is being requested.